Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that there was a medication jam in drawer 6. The field service engineer removed jam to resolve the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported when using the bd pyxis medstation es system main drawer failed to open when user tried to issue medication to patient and prevented user from accessing medication. The customer added that the user was able to get medication from pharmacy. However, there were no adverse events or injuries reported based on this event.